Event description:
It was reported that bd texium leaked. The following information was provided by the initial reporter: it was reported: ¿this rn started administering pt's chemotherapy (cyclophosphamide) and shortly after beginning the infusion, there was leaking noted from where the chemotherapy tubing's texium connector attaches to the flush bag (primary line) of ns. This rn paused the infusion on the alaris pump and clamped both the chemotherapy (secondary) tubing and primary line of ns. Even after clamping, there was still fluid leaking until kelly clamps were used. The pharmacy was notified by the charge rn and shown the leaking chemotherapy tubing. The medication was remade.¿

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
No additional information.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.